Event description:
It was reported by service report that the head end jack would not go down. There was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Result: release paddle.